Event description:
It was reported that the patient has a history of laparoscopic hiatal hernia repair on an unspecified date and subsequently experienced excessive reflux and swallowing discomfort. Due to these symptoms, a da vinci-assisted hiatal hernia repair was performed on (B)(6) 2022. During the procedure, the patient experienced a large blood loss and decompensated. The surgeon reported that there was good control of the bleeding with the davinci system and instruments until the undocking process was executed. The patient ultimately expired in the operating room. There was no report of any issues with the davinci system. Intuitive surgical, inc. (Isi) contacted the hospital clinical coordinator for additional information and the following was provided from the operative notes: it was reported that the patient's anatomy was very different than expected. During dissection with an unspecified instrument, the surgeon noticed the posterior part of the stomach was adhered to the aorta, which was released with no issues. Additionally, the pericardium was more medial than expected, and the liver was adhered to the stomach tissue. All adhesions were cleared with no issues. Then, while using a suction irrigator through the laparoscopic port, venous blood was observed from the right diaphragm crus. The surgeon noted the bleeding was from scar tissue, and it was controlled with a vessel sealer extend (vse) instrument. However, more bleeding ensued, and a grasper was used to apply pressure on unspecified tissue to control the bleeding. However, when the grasper was removed, a massive amount of bleeding occurred. The surgeon maintained the clamping with the grasper and applied pressure. It was determined that the bleeding could not adequately be controlled, and surgical support was requested to assist with a conversion to an open procedure (general and trauma surgeons). Once converted to open surgery, a mass amount of blood products were transfused. The grasper was released. The patient reportedly did not have a sustainable rhythm, CPR was initiated, and a cardiothoracic surgeon was called in. The chest was opened, and internal cardiac massage was performed; the cardiothoracic surgeon identified a hole in the inferior vena cava (ivc). A fogarty catheter was used to control the bleeding. Multiple defibrillator shocks were delivered. A transesophageal echocardiogram identified air and a blood clot in the heart. The cardiothoracic surgeon clamped the ivc, removed the fogarty, and attempted to repair the vessel injury. However, the patient again was in ventricular fibrillation and CPR was reinstated. A stable cardiac rhythm could not be restored for an extended period of time and ultimately CPR was discontinued and the patient expired. The clinical coordinator reported that no device would be returned for investigation. There was no video recording of the procedure.

Manufacturer narrative:
(B)(4). An existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. Investigation is on-going and a follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure. No relevant errors were observed during this procedure or a summary of relevant errors that were observed. An advanced system log review was conducted by an isi failure analysis engineer (fae). Per the fae, the error logs did not show any relevant errors that would have caused or contributed to the reported complaint. No image or video clips for the reported event were submitted by the customer for review. A review of the event information was performed by an isi medical safety officer (mso) and provided the following conclusion: based on the information in the description of events above, the surgeon was attempting a redo hiatal hernia repair and operating in a difficult area with challenging adhesions and the ivc was not identified. Bleeding began from the right side of crus which cascaded into more significant bleeding and eventual conversion to open surgery. The ivc was not recognized as the site of bleeding until after opening at which point there was already massive blood loss the details of the recounted events suggest that the challenging adhesions and difficulty in recognizing the anatomy played a significant role in this unfortunate event. It is unclear if the ivc was the initial source of bleeding and also unclear if the vse contributed to the ivc injury. This complaint is being reported due to the following conclusion: the patient initially underwent a laparoscopic hiatal hernia repair. The patient was brought back to the operating room for a redo procedure and the patient had uncontrollable bleeding, the patient subsequently expired. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.